Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. The menu button was getting to the point its not responding. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there is a response from a button. Customer states all buttons are not responding. The customer¿s blood glucose level was 317 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.